Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 400 mg/dl. The customer was hospitalized on (B)(6), 2015 at 7am due to a bent cannula that caused the high blood glucose. The customer felt symptoms of nausea and vomiting. The customer had a broken battery cap. The customer will be sent a new battery cap. The call was disconnected and no further information could be obtained.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.